Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and able to complete the rewind. The customer stated that the insulin pump received battery change, low battery and after changing the battery the insulin pump turned on the error. Alarm occurred shortly after inserting a new battery and the alarm was recurring during normal use. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.